Event description:
It was reported that on (B)(6) 2006, the patient presented with pre-operative diagnosis of l4-5 degenerative unstable spondylolisthesis with stenosis. The patient underwent the following procedures: anterior l4-5 fusion. Anterior l4-5 prosthesis. Anterior spinal instrumentation. Posterior l4-5 fusion. Posterior spinal segmental instrumentation. Synthes monoaxial cortex pedicle screws and 15-mm synthes allografts for a prosthesis with a large infuse kit were used in the procedure. Per the op notes, the infuse was carefully prepared and once it was ready, it was inserted into a presoaked 15-mm allograft prosthesis, which was put down such that it would be placed in approximately 15-degrees lordosis. This was then carefully inserted into position using the disk space spreader and impactor system. Intraoperative radiographs were obtained, which demonstrated that the final position of the prosthesis was in the center of the disk space and there was excellent coronal and sagittal balance. A 2nd infuse sponge was placed on the right side and anterior side of the prosthesis. Infuse sponges were placed into the posterolateral gutter. No patient complications were noted. On (B)(6) 2010 : the patient presented for a follow-up visit. The patient reported back pain. Diagnosis: degeneration of lumbar or lumbosacral intervertebral disc. The patient underwent MRI of lumbar spine without contrast. On (B)(6) 2010: the patient underwent CT scan of lumbar spine due to low back pain compared to the study from (B)(6) 2010. Status post spinal fusion at the l4-5 levels without evidence of loosening or hardware fracture. The l5 transpedicular screws project slightly anterior to the anterior margin of the l5 vertebral body. Mild degenerative changes at multiple lumbar vertebral levels. On (B)(6) 2010: the patient presented with the following pre-operative diagnoses: lumbar spondylosis; low back pain. The patient underwent the following procedures. Bilateral l5-s1 facet joint injections; fluoroscopic guidance. Moderate conscious sedation. No patient complications were noted. On (B)(6) 2010: the patient stopped using gabapentin, vicodin. Diagnoses: lumbago; degeneration of lumbar or lumbosacral intervertebral disc. Postlaminectomy syndrome lumbar region. Lumbosacral spondylosis without myelopathy. On (B)(6) 2010: the patient presented with the following pre-operative diagnoses: lumbar spondylosis; low back pain. Post fusion l4-5. The patient underwent the following procedures. Bilateral l5-s1 facet joint injections; fluoroscopic guidance. Moderate conscious sedation. No patient complications were noted. On (B)(6) 2010 - (B)(6) 2011/(B)(6) 2012: the patient presented with the following pre-operative diagnoses: lumbar spondylosis; low back pain. The patient underwent the following procedures. Bilateral l4 medial branch and bilateral l5 dorsal ramus radiofrequency neurotomies; fluoroscopic guidance; moderate conscious sedation. No patient complications were noted. On (B)(6) 2012: the patient presented for follow up with worsening axial low back pain. The doctor planned to repeat radio frequency neurotomy at l4 medial branch and l5 dorsal ramus bilaterally for her facet arthropathy. We will no make any medication or therapy recommendations at this time. On (B)(6) 2012: the patient presented for follow up with left shoulder pain. She said the pain was mostly posteriorly in her scapular and was tender with palpation. She has had a long history of low back pain for which she underwent an l4-5 fusion in 2006, and has undergone multiple nerve ablation studies. No numbness or tingling. She does have radiation down to her wrist. No neck pain. Imaging: x-rays of her left shoulder demonstrate some mild calcific tendonitis. On (B)(6) 2012: the patient underwent a c-spine MRI which demonstrated c-spine disk degeneration and facet arthropathy. On (B)(6) 2012: the patient presented for follow up for left shoulder myofascial pain and cervical radiculopathy. The patient was advised to continue with trigger point injections, acupuncture, voltaren gel and follow-up as and when needed. On (B)(6) 2012: the patient presented with axial back pain due to facet arthropathy at multiple levels in lumbar spine, as well as degenerative changes. On (B)(6) 2012: the patient underwent ap and lateral flexion and extension x-rays which demonstrates progression of disk collapse and degenerative spondylolisthesis and facet arthrosis at l5-s1. The appearance of the fusion was a solid fusion at l4- l5, with some degenerative changes at l3-l4. MRI of the cervical spine demonstrates that she has cervical spondylosis from c5-c7, but no significant spinal cord compression or instability. The patient was advised to stop taking klonopin po , synthroid 100 mcg tablet generic drug: levothyroxine. On (B)(6) 2012: the patient presented with the following pre-operative diagnoses: lumbar spondylosis; low back pain. The patient underwent the following procedures. Bilateral l4 medial branch and bilateral l5 dorsal ramus radiofrequency neurotomies (targeting l5-s1 facet joints); fluoroscopic guidance; moderate conscious sedation. No patient complications were noted. On (B)(6) 2012: the patient presented for a follow-up visit. The patient complained of back pain. A radiographic examination showed bone spurs. Diagnosis: other general symptom; lumbago; lumbar or lumbosacral disc degeneration; thoracic or lumbosacral neuritis or radiculitis not otherwise specified. On (B)(6) 2012: the patient presented with low back, bilateral lower extremity pain, and left sided neck and arm pain. On (B)(6) 2012: the patient presented for a follow-up visit. The patient complained of back pain. The patient has pool program. Diagnoses: other general symptom; cervical ddd; lumbar or lumbosacral disc degeneration thoracic or lumbosacral neuritis or radiculitis not otherwise specified left l4-5. Cervical radiculitis left c5. The patient has stopped using tramadol, ultram and klonopin. On (B)(6) 2012: the patient presented with severe low back pain. Assessment: significant axial back pain that is intractable. Ambien me dication has stopped. On (B)(6) 2012: the patient presented for a follow-up visit. The patient stopped using lyrica, celebrex, oxycodone, oxycontin and vicodin. Diagnoses: other general symptom; cervical ddd; lumbar or lumbosacral disc degeneration thoracic or lumbosacral neuritis or radiculitis not otherwise specified left l4-5. Cervical radiculitis left c5. On (B)(6) 2013: the patient presented for a follow-up visit. The patient complained of back pain, joint stiffness, limb pain and neck pain. The patient¿s medication ultram was changed back to once a day. Diagnoses: other general symptom; cervical ddd; lumbar or lumbosacral disc degeneration thoracic or lumbosacral neuritis or radiculitis not otherwise specified left l4-5. Cervical radiculitis left c5. On (B)(6) 2013: the patient presented for a follow-up visit. The patient complained of back pain, joint stiffness, limb pain and neck pain. The patient was to continue home program with pool program and also to continue exercises. The patient will work to minimize vicodin. Diagnoses: other general symptom; cervical ddd; lumbar or lumbosacral disc degeneration thoracic or lumbosacral neuritis or radiculitis not otherwise specified left l4-5. Cervical radiculitis left c5. On (B)(6) 2013: the patient presented for a follow-up visit. The patient complained of back pain, joint stiffness, limb pain and neck pain. The patient has severe facet arthropathy but had severe worsening after last rhizotomies. The patient¿s medication ultram ER was increased 2 times a day. Diagnoses: other general symptom; cervical ddd; lumbar or lumbosacral disc degeneration thoracic or lumbosacral neuritis or radiculitis not otherwise specified left l4-5. Cervical radiculitis left c5. On (B)(6) 2013: the patient is presented for follow up due to low back pain. No change in medications.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.